Event description:
A catheter revision was to be performed on (B)(6) 2015 due to a fractured catheter. Per the reporter the event date was (B)(6) 2015 the managing healthcare provider (hcp) wanted to change the concentration from 2000mcg/ml to500mcg/ml. The surgeon was to just do the surgery and would not be making any therapy or dosing decisions. The hcp planned to replace the entire catheter and then prime the new catheter with the old drug concentration (2000mcg/ml). Then the reservoir was to be filled with 500mcg/ml concentration. The hcp wanted the new dose to be 100mcg/day. The fractured catheter resulted in patient symptoms of slight return of spasticity and mild itching. The location of the catheter fracture was at the distal spinal segment. The reporter was unsure of the exact date that the catheter fracture was identified but the break was seen via a dye study. The patient was hospitalized post op two days for headache. The doctor was unsure of the cause of the headache. Per the hcp, the patient experienced only increased pain. The location of the catheter fracture was the lumbar (l3) tear. The issue was identified by x-ray on (B)(6) 2015. The catheter was replaced. Catheter segments were left implanted and left in the intrathecal space. The patient had not recovered and the symptoms were ongoing. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant product/(s): product ID: 8591-38, lot# d00186, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. Product ID: 8590-1, lot# n292474, implanted: (B)(6) 2011, product type accessory. (B)(4).